Event description:
It was reported by the physician that the patient has a history of sleep disturbance. The patient had a polysomnography from (B)(6) 2018 that showed severe obstructive sleep apnea but there was respiratory paradox with minimal desaturation that is thought to be secondary to vns. No other relevant information has been received to date.